Manufacturer narrative:
Philips received a complaint concerning the heartstart mrx, indicating an mrx ECG unit failed to provide a reading when connected to a patient. There was reportedly patient involvement. The fse isolated the unit and a comprehensive maintenance check was conducted. It was discovered that the ECG trunk cable was crushed under the unit, causing a short circuit. The damaged cable was replaced, restoring the unit's functionality. Based on the information available and the conducted testing, the cause of the reported problem was determined to be a damaged ECG trunk cable. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the ECG trunk cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported the device failed to give ECG when hooked to patient. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.